Event description:
It was reported that during a laser enucleation of the prostate, the fiber was forward firing @ 27:05 minutes of use and 183,190 joules of use. The fiber was exchanged and the procedure was completed using a second fiber. Patient outcome ¿ok.¿ reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber glass cap shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits very mild devitrification at the output window; the metal cap exhibits very mild detritus adhesion; the stop sign on the outer flow tube is partially scratched off. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).